Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was explanted and replaced. A lead fracture was visualized on the lead after explant. No additional adverse patient effects were reported. This device remains implanted and in service.